Event description:
It was reported by the patient that the patient has ongoing atrial fibrillation (af). The patient indicated having had an ablation done, after which a pacemaker was implanted to keep track of any afs. The patient recalls having af symptoms at least once and the nurse didn't find any information of the af symptoms recording data on the pacemaker. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). 37085-60 x2 neuro extensions - 2010 (B)(6); model 37612 dbs ipg 2010 (B)(6); model 3387s-40 x2 dbs leads 2010 (B)(6); model 5076-58 implantable pacing lead 2009 (B)(6). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.